Manufacturer narrative:
Concomitant products: product ID neu_siliconeanchor, explanted: (B)(6) 2013, product type accessory; product ID neu_siliconeanchor, explanted: (B)(6) 2013, product type accessory; product ID 3708320, serial# (B)(4), explanted: (B)(6) 2013, product type extension. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the implantable neurostimulator serial# (B)(4), found no significant anomaly. Analysis of the extension serial# (B)(4), found no significant anomaly. Analysis of the lead serial# (B)(4), found the distal end of the lead broken. Analysis of the lead lot# v006783 found the lead body conductor broken at the anchor site. Analysis of the silicone anchors found no anomaly.

Event description:
It was reported that the patient had their device explanted. It was additionally reported that the patient "initially overestimated the effectiveness of the stimulator" and "hasn't used stimulation in a few years." It was stated that there was a "loss of stimulation/therapeutic effect." The patient was reported to have "blamed hyper analgesia for her pain." It was additionally stated that the patient had "sought detox treatment" and was "doing well with her pain control without stimulation." No further symptoms were reported. The patient status at the time of report was "no injury." Additional information was requested. A supplemental report will be submitted if additional information becomes available.

Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2007 (B)(6), explanted: 2013 (B)(6), product type lead product ID, 37742 lot# serial# (B)(4), product type programmer, patient product ID, 3487a-33 lot# v006783, implanted: 2007 (B)(6), explanted: 2013 (B)(6), product type lead. (B)(4).